Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis reservoir due to unknown reasons. Another reservoir was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the pump would not pump or transfer fluid. The tubing from the reservoir to the pump was coiled and kinked.